Event description:
It was reported that the patient's atrial leadless pacemaker (lp) exhibited failure to capture. Chest x-ray confirmed lp dislodgement, resulting in the lp traveling to the tricuspid valve. The lp was explanted and replaced. The patient's status was unknown.